Event description:
Information received from the field notes that interrogation revealed that the device was in back-up mode, or "having recurrent telemetry problems". Dashes (---) were noted in base rate and the sensor parameters. The device was pacing at 60 ppm in vvi mode. The measured battery data was 2.61v, 65ua and 2 kohms. The patient was pacemaker dependent.